Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. Donor will be further evaluated by product support. (B)(4).

Event description:
Customer reporting one event of false negative for anti-kell tested on provue analyzer for antibody screen. According to customer, sample in question was tested on provue on (B)(6) 2017 using 0.8% screening cells lot # vss880 exp 2/28/17. Cell # 2 showed a 2+ reaction. With additional testing using 0.8% resolve panel a lot # vra268, anti-e was ID. ( 2+ reactions with e positive cells) see mxp# (B)(4). Customer further stated, tech on evening shift decided to send sample in question to reference lab. Results from reference lab, indicated sample also was positive for the kell antibody. (Reference tested using manual gel method and 30 mins incubation as per sop). Reference lab ID anti-e and anti-kell). Customer stated after getting results from reference lab, testing was repeated using 0.8% resolve panel a lot # vra268 and 0.8% screening cells lot # vss880 and with 30 mins incubation using manual gel method and anti-kell was ID (1+). All testing performed using mts igg gel cards. Customer indicated site had no previous history on patient in question. Issue started on: (B)(6) 2017 reported:2-13-17, frequency: 1x, microtubes/wells or cell (donor #) affected: cell# 1, methodology used: provue, pattern observed: false neg. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: yes. Result obtained by repeating: positive with 30 mins incubation. Method used to repeat: manual gel method. Customer reports storing red cell reagents and mts gel cards according to IFU. Customer reports no signs of hemolysis or haze noted in red cell reagents. Daily qc testing performed and acceptable. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Protocol details (for customer working in manual methods): pipette used: tipmaster pipettor. Maintenance up to date. Ortho care discuss with customer titers of antibody and hence with increase incubation, reaction was positive. Customer major concerned is if tech did not send sample to reference, possible transfusion reaction because site would have only given e negative units. Ortho care also discuss with customer on limitations of gel system and weak antibodies. Optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive.